Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 21jan202020 rather than 22jan202020.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. (B)(4).

Event description:
Further follow-up indicates the device has the appropriate level of battery voltage to provide therapy. The wireless software update was performed clearing the eri message.